Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a dissection occurred. Vascular access was obtained via the radial artery. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. After the 2.75 x 38mm promus elite drug eluting stent was deployed, a distal edge dissection was noted in the distal part of the stent. Another 2.50 x 24mm promus elite stent was deployed distally and overlapping the 2.75 x 38mm stent to cover the dissection and complete the procedure. There were no further patient complications and the patient condition following the procedure was stable.

Manufacturer narrative:
A2 age at time of event: 18 years or older.

Event description:
It was reported that a dissection occurred. Vascular access was obtained via the radial artery. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. After the 2.75 x 38mm promus elite drug eluting stent was deployed, a distal edge dissection was noted in the distal part of the stent. Another 2.50 x 24mm promus elite stent was deployed distally and overlapping the 2.75 x 38mm stent to cover the dissection and complete the procedure. There were no further patient complications and the patient condition following the procedure was stable. It was further reported that the target lesion was 80% to 90% stenosed with more than a 45 degree bend. The lesion was pre dilated with a semi compliant balloon. There were no issues with stent deployment. The dissection occurred during post dilatation. A 2.75 x 8 non compliant balloon was used for post dilatation.